Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented in the emergency department with driveline power fault. There was damage to the driveline and modular cable. Log files were sent for review. The event log captured an emergency backup battery (ebb) fault (end of life) & driveline power fault a. It was recommended to apply rescue tape at the pump side of the driveline. There was no pump interruption during this event. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. The system controller and modular cable were exchanged. Additional log files were sent for review. The event log indicated that the driveline power fault a had resolved with the new modular cable and controller. The driveline monitoring value that triggered driveline power faults were back to normal. Corrosion on the pins of the modular cable was not seen but there was some dirt on the side of the connector. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data visible in the log file the mcs equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a driveline power fault alarm and backup battery fault alarm were confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date of 24jan2026 was reviewed. The log file captured a driveline power fault alarm on 24jan2026 from 09:07:41 to 11:02:53 that was associated with a pwr_a_broken fault. The exact time that the alarm activated could not be determined as the data was overwritten by newer incoming data. The log file also captured a backup battery fault alarm on 24jan2026 from 09:07:41 to 11:02:53 that was associated with a backup battery end of service life fault. Review of the log file revealed that the system controller was running a newer software version, that by design presents a backup battery fault associated with the backup battery being expired only on the system monitor and does not activate on the system controller. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. The root cause of the driveline power fault alarm could not be conclusively determined through this analysis. The root cause of the backup battery fault alarm was determined to be the backup battery being expired. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook explain that the backup battery has a limited lifespan of 36 months from the manufacture date. Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Additionally, the IFU informs the hospital staff to use the system monitor to check the expiration date and the number of months remaining until the backup battery needs to be replaced. Per the IFU, replacement of the backup battery should be considered when less than 6 months remain before the mandatory replacement date, depending on the patient¿s clinic schedule. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including driveline power fault and backup battery fault alarms and the actions to take if the issue does not resolve. Heartmate 3 IFU (rev. D) section 2 ¿ ¿system operations¿ instructs users not to use damaged, or expired 11v backup batteries. It also explains that the system controller backup battery has a limited lifespan (36 months from the manufacture date). Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Per the IFU, replacement of the backup battery should be considered when less than 6 months remain before the mandatory replacement date, depending on the patient¿s clinic schedule. Heartmate 3 IFU (rev. D) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. No further information was provided. The manufacturer is closing the file on this event.